Event description:
Patient experienced eye irritation from topical anesthetic (blt) used during a portrait psr procedure. The patient was prescribed tobradex by her eye doctor and the condition resolved.

Manufacturer narrative:
Use of topical anesthetic is managed by the physician. The anesthetic is wiped off the skin just before portrait treatment. Labeling instructions physician to caution patient not to rub their eyes after application of topical anesthetic.